Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was in stable condition before during and after the procedure.